Manufacturer narrative:
Patient was given otc egyptian magic skin cream, skinmedica tns cream, hsv protocol medication, and aloe for preventative post treatment care. Treatment settings applied were within clinical guidelines. However the technique used during the laser treatment was not followed because the user did not perform test spots as per the clinical guidelines. The device was evaluated and found to be operating as intended, within specification. This incident is reportable because the patient had experienced scarring from the laser procedure.

Event description:
Patient had scarring on face from a laser procedure.